Event description:
Information received by medtronic indicated that the customer reported reported random and no delivery alarm and crack on the battery. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump and the pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6( medical device problem code) with this report.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals during (B)(6) and (B)(6) 2023 there were a total of thirteen (13) no delivery (insulin flow blocked) alarms, listed below: (B)(6) 2023 12:52:01 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubing fill delivery. (B)(6) 2023 12:13:12 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. (B)(6) 2023 15:54:46 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. (B)(6) 2023 15:55:42 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. (B)(6) 2023 02:55:52 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. (B)(6) 2023 02:56:43 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual delivery. (B)(6) 2023 11:09:40 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. (B)(6) 2023 12:16:02 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. (B)(6) 2023 00:39:40 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. (B)(6) 2023 08:53:56 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. (B)(6) 2023 19:55:04 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. (B)(6) 2023 09:37:04 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. (B)(6) 2023 09:37:54 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, cracked battery compartment, and pillowing keypad overlay. Cracked battery compartment is confirmed. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.